Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device availability unknown.

Event description:
(B)(4) received a report that the s5 roller pump displayed an error message during priming and the touch screen display bagan to flicker the following day. There was no patient involvement.